Event description:
The device was used during a thoraco lung partial resection. Reportedly, the device broke during use. No patient injury was reported. Another device was used to finish the procedure.